Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other damages found during investigation are most likely due to explantation surgery. This is a final report.

Event description:
In(B)(6)2016 the user's hearing performance with the device suddenly became worse. There is no history of accidents or trauma to the implant site. The device was re-programmed and the user was observed for several months but the issue was not resolved. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2016 the user's hearing performance with the device suddenly became worse. There is no history of accidents or trauma to the implant site. The recipient has been re-implanted.